Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular, left ventricular and atrial lead exhibited high capture threshold. No intervention was done. The patient was stable.